Manufacturer narrative:
Tech replaced the brake caster wheel and adjusted the brake and steer casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the brakes do not hold. No injuries reported.